Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, rupture, capsular contracture (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5105515 that a female patient underwent a breast surgery with two mentor memorygel breast implant prostheses (left:425cc, right:450cc) and suffered several unexplained systemic symptoms, including autoimmune issues, thyroid issues, heart palpitations, brain fog, memory issues, fatigue, dizziness, loss of consciousness, pain, sleeping issues, scaly skin, hair loss, and brittle hair. The root cause of the patient¿s symptoms is unclear. In addition, the patient experienced bilateral rupture and grade 4 capsular contracture postoperatively. As a result, the patient underwent bilateral removal without replacement on unspecified date. The patient stated that 80% of her symptoms was improved after the removal surgery. This report is for the right-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, rupture, capsular contracture (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5105515 that a female patient underwent a breast surgery with two mentor memorygel breast implant prostheses (left:425cc, right:450cc) and suffered several unexplained systemic symptoms, including autoimmune issues, thyroid issues, heart palpitations, brain fog, memory issues, fatigue, dizziness, loss of consciousness, pain, sleeping issues, scaly skin, hair loss, and brittle hair. The root cause of the patient¿s symptoms is unclear. In addition, the patient experienced bilateral rupture and grade 4 capsular contracture postoperatively. As a result, the patient underwent bilateral removal without replacement on unspecified date. The patient stated that 80% of her symptoms was improved after the removal surgery. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 7-feb-2022, mentor received additional information regarding the explantation date and reporting status to the FDA. The explanation was (B)(6) 2021. The patient reported the event to the FDA on (B)(6) 2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).